Event description:
A customer reported obtaining unexpected compatible reactions during crossmatch testing on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files for the unexpected negative result showed that a portion of the cell button was missing. The customer replaced the probe. The sample resulted as incompatible with donor (B)(6) as expected. An immucor field service engineer was on-site. There were no issues identified.